Event description:
It was reported that the recovery catheter was unable to pass throught the stent to recover the accunet filter basket. The recovery catheter that came with the filter basket was used successfully. No pt effects were reported.